Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the patient was feeling a little squirrely". The patient had the pump installed at a hospital which was the only hospital that worked with pumps. It was noted the patient thought the catheter had dislodged because he was feeling like he did when he had meningitis which he had prior to the pump. It was reported on (B)(6) 2020 he went to the emergency room (ER) and they wanted to do a spinal tap and other test which the patient did not want to do. They did a spinal tap and other testing that the patient did not want to have done and it was reported he "must have went into withdrawal because the patient started to get really paranoid, agitated, and was acting weird". It was noted the patient wanted to leave and no one came back into the room. It was further reported the patient was leaving, made a wrong turn and the nurse had called the security and four security guards slammed him into a bench. The patient had a knee slammed into the pump area, his back, and his neck. They slammed him onto a gurney. The patient reported since then he had been having severe pain at the pump implant site and the pain went from the pump implant site and followed the catheter to the spine and down into his hip. The patient continued to have really bad unusual pains and felt like he was in a multiple sclerosis (ms) kind of flair up. The patient was also having really bad pain at the implanted pump site and it hurt really bad if he moved a certain way or if the pump was pushed a certain way. The patient reported he had been very sick since the incident at the hospital and had been "very shaky and very, just didnt feel right" and "felt like I am in an ms flair-up. It was noted if he moved a certain way or even was laying down and sleeping the pain woke him it was so bad. The patient continued to have bad spasms and had to have the pump increased and was wondering if the catheter had become dislodged. The patient reported this to the hospital, and they told him he was crazy and they did nothing wrong. The patient reported the pump was working well at controlling his spasms. When asked dose and concentration of the lioresal, it was reported the patient was currently at 70% then currently at 72% and the doctor would be increasing the medication again when he goes in next, which was in two weeks. The doctors physician assistant (pa) told the patient that he was at 72% which was the norm for their ms patients. It was reported when they increase the medication it controls the spasms for a bit but then due to normal ms issues the spasms return and they have to increase the medication in the pump. The patient found a hospital who could refill the pump but wanted to put him into an induced coma for 30 days and he did not want to do that. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Physician listings were requested.